Event description:
It was reported that deflation problem occurred. The patient presented for percutaneous transluminal angioplasty. The target lesion was located in the iliac artery. A 12.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon was too slow to deflate. The balloon was removed intact and in a deflated state. The procedure was completed with this device. There were no patient complications reported and the patient condition was good.